Manufacturer narrative:
The technician replaced the worn brake/steer caster and the foot end brake caster to repair the stretcher.

Event description:
Info received indicates the stretcher will not roll properly and the brake is not holding.